Event description:
It was initially reported the pt's device was flipping in the pocket and causing discomfort. The pt had lost 80 lbs causing the pocket to be loose. Additional info received indicated the ins, lead and extension were explanted due to the ins issue. The pt symptoms were reported as pre-existing pain. The physician reported the pt's outcome as no injury.